Event description:
During an unspecified procedure involving laser use to manipulate a stone, the laser fiber fractured while inside the patient. A small remnant of the fractured fiber broke off and remained in the patient. The remnant was subsequently retrieved using a retrieval basket. No further harm reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.